Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 46mg/dl, 85mg/dl, 93mg/dl and 82mg/dl when all tests were performed within 10 mins on the advantage sys. Rptr indicated that he was not experiencing any hypoglycemic or hyper glycemic symptoms during the time of testing. Rptr stated that he self-treated by eating toast with peanut butter and taking 7 units of novolog and 45 units of lantus. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.